Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a small pericardial effusion. It was further reported that the right atrial (ra) lead exhibited a low unipolar impedance warning. The ra lead and right ventricular (rv) lead were re-positioned and remain in use. No further patient complications have been reported as a result of this event.